Event description:
Caller alleged discrepant results with the inratio meter compared to the lab on one pt. Results as follows: date: (B)(6) 2012, inratio: 6.5, lab: 2.0.

Manufacturer narrative:
Comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (b)6) 2012, inratio: 6.5, lab: 2.0, mean: 4.25, confidence limits: (2.4 - 6.1). The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Root cause could not be determined from info provided by the customer. No product associated with the complaint is expected for return. In-house therapeutic donor testing with retain strips was performed with reported lot number 266654. Results as follows: donor: 201, inratio results: (3.1, 2.3, 2.9), reference: 2.45, bias threshold: (1.45 - 3.45), %cv: 15.05. Donor: 215, (2.8, 2.8, 3.0), 2.46, (1.45 - 3.46), 4.03. All replicates for each donor are within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than 16%. Precision criteria has been met. No further investigation is necessary. Twenty seven (27) discrepant result complaints were reported for lot number 266654 yielding a complaint rate of 0.009%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.